Event description:
Approximately one month and three weeks post implantation, the patient was seen in the clinic and reported to be doing well by the implanting hospital. Several days later, he was admitted to a local hospital for a suspected hcva. According to the patient's wife the patient started banging his head against the wall, subsequently, resulting in a bleed in the patient's head. At some later date the patient was transferred to his implanting hospital where he was maintained on life support. He was officially declared deceased the day following his admission to the implanting hospital. It has been reported that the patient's family is requesting an autopsy. The site is investigating the circumstances of his death.

Manufacturer narrative:
The device is used for treatment not diagnosis. The pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. It was reported that the patient was admitted to a local hospital for a suspected hemorrhagic cerebrovascular accident (hcva). Review of the controller log files were inconclusive. Based on the available information within this investigation, however, there is no evidence to suggest that the root cause of this complaint relates to a device malfunction. Applicable risk documentation and experience with events of similar circumstances were considered; events with strokes are an inherent risk that may be associated with use of the heartware system. The most likely root cause of the patient death is suspected hemorrhagic cerebrovascular accident (hcva). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Stroke and neurological dysfunction are known potential clinical adverse event associated with vads as outlined in the IFU. Investigations of complaints with similar circumstances were reviewed; events of these types are multifactorial and may be attributed to pre-existing conditions and progression of these diseases, the hvad system, the implant procedure, or concomitant therapy. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The device remains implanted in the patient. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.